Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a misalignment/kink/breakage of the cable by applying some kind of stress. Or, a bad electrical contact of internal circuit board inside the scope connector due to influence of water inside the device from a leakage point. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. - if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to water intrusion interrupting the electrical continuity. During the device evaluation, the following issues were discovered: defects on the distal end; perforation caused by endotherapy accessories; physical stress caused by being knocked over or dropped; deformation or breakage due to handling problems; and the angle wire was longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus during preparation for use in a bronchoscopy procedure, the evis exera iii bronchovideoscope displayed a communication error code b30. The intended procedure was completed using a similar device, with no reports of patient harm associated with the event.